Event description:
Operator attempted to deploy the device but it would not deploy. A total of five devices failed to deploy. Four reports are being submitted for four of the devices that packaging was retained for.